Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer stated some of his blood glucose readings were not being stored in the memory of the contour link. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to him.

Manufacturer narrative:
The returned meter was evaluated and confirmed for the problem of storing results to the memory due to a low battery condition. Once the batteries were replaced results were stored in the memory.